Event description:
Subject ID: (B)(6) / clinical study ID: (B)(6) it was reported that following a pulse field ablation index procedure performed on (B)(6) 2023 with a farawave catheter. The patient experienced an atypical atrial flutter. At the time of the 180-day visit the patient was noted to be atypical atrial flutter on 12 lead EKG. Patient was asymptomatic at the time of the visit. Patient was scheduled for cardioversion and repeat ablation. On (B)(6) 2024 patient was admitted for re-ablation. The ablation successful and patient was discharged on (B)(6) 2024.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.